Event description:
It is reported that the patient was revised due to pain and wear of the polyethylene components.

Manufacturer narrative:
Evaluation summary: review of surgical reports provided indicates surgical technique was followed. The revision surgical report date (B)(6) 2008 for painful total right knee replacement states that the patient might be developing loosening or polyethylene wear. Effused fluid was negative for white cells. The synovium was reported to have had a slight discoloration typical of polyethylene wear. The report further stated that the "most likely culprit here was out of the patella button which showed some deformity and wear and/or the tibial tray." Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unknown. Review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened.